Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 19-20 mg/dl at the time of the incident. The customer was given glucose tablets, a glucagon shot, and intravenous fluids to treat. The customer experienced symptoms such as sweating and the inability to stand. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer stated the recalled sets were the cause of their lows. The insulin pump will not be returned for analysis.